Event description:
On january 13, 2007 the lay user/reporter (patient's mother) contacted lifescan alleging that the patient's one touch ii meter was reading inaccurately high compared to another meter. The reporter claimed that the patient had been getting meter readings that were "very high" and that the patient took insulin based on the "wrong" result. The patient takes lantus and humalog (regimen was not provided). The reporter also stated that the meter sometimes read 90-100 pts different (unspecified results) from another machine. The reporter did not specify how long she was getting the "high" meter readings. At an unspecified time, the patient reportedly obtained "over 400 mg/dl" on her meter and took an unspecified dose of insulin based on her meter reading. The reporter compared the "over 400 mg/dl" meter reading to a "270 mg/dl" on an "accucheck" meter but the times of the results were not specified. The reporter did not know if the patient had any symptoms at the time of the tests. The patient "passed out" some time after taking her insulin and had been hospitalized in the ICU ever since the event date, around 3-4pm. The reporter did not provide information regarding how the patient went to the hospital, what the patient's blood glucose results were when she was admitted, and what type of treatment she received at the hospital. At the hospital, they compared her meter readings to the doctor's meter readings that were performed at the same time. The reporter claimed that the patient's meter read higher than the doctor's meter, but did not provide any of the results. The patient's doctor advised the reporter to contact lifescan to report the issue. The reporter stated that the patient is now put on a sliding scale because of the situation. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The reporter did not have a check strip or control solution to perform quality control tests on the phone. It would be helpful to obtain the following: the dates/times of the reporter meter readings, when and how much insulin she took after obtaining the "over 400 mg/dl," what actions she took after taking the insulin, the patient's insulin regimen, why the patient was admitted to the ICU, the patient's treatment and diagnosis, and if the patient had any other known health conditions. Based on the provided information, this complaint is being reported because the patient passed out some time after basing insulin dosage on her meter reading. However, it is unknown how much time elapsed from the time the patient took her insulin to when she passed out. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.